Event description:
It was reported by service report that the bed lift will not go down due to failed caster roll. Also limit switch cable broke at common connector at the switch end. Customer reported no pt involvement or adverse consequences reported.